Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose at time of incident was 410 mg/dl. Customer reported alarm did not occur during manual prime. The customer was unable to troubleshoot at time of call because unable to determine the cause of the issue. The customer was advised to call back if continues. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 410 mg/dl. The customer was unable to troubleshoot for high blood glucose due to replacement pump.